Event description:
A nurse reported that a physician administered epinephrine to her because of itching and a swelling throat after she applied a band-aid to her arm. The nurse has a known sensitivity to latex.